Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the letters on tube were illegible. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed that the printing on the endotracheal tube was smeared over the printing of the tube, although the impression was legible. The artwork printing was not missing any part. The failure mode stained printing was confirmed. The failure mode stained printing was confirmed in the received sample. Manufacturing process was reviewed and currently, there is not any potential risk. All manufacturing controls were found acceptable and effective to detect the reported failure mode.